Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 40 patient samples on an advia chemistry xpt instrument. The customer indicated that quality controls results were within acceptable ranges on the day of the event. There were no system errors and the other assays performed acceptably. Siemens dispatched a siemens customer service engineer (cse) to the customer's site. The cse performed a total service call. The cse checked the probes and alignment. The cse changed the cassette, the reagent dispensing pump (rp1), and the reagent wash pump (rwp1). The cse ran quality controls and patient samples, which recovered acceptably. The cause of the falsely elevated co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated concentrated carbon dioxide (co2_c) results were obtained on 40 patient samples on an advia chemistry xpt instrument. The initial results recovered at 40 mmol/l. The discordant results were sent to the centralink data management system, a middleware, where the results were held. After obtaining the elevated co2_c results, centralink data management system triggered a repeat on alternate advia chemistry xpt instruments. The customer indicated that the repeat results recovered within the normal range. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.